Event description:
Add'l info rec'd from MFR 11/1/99: the reporting pt listed on the medwatch report was contacted by tmj implants, inc. The pt stated that they did not fill out the form nor had any knowledge that the form was filled out and submitted. Pt informed tmj implants, inc that they had a history of multiple tmj surgeries and previous vitek implants. MFR attempted to contact the surgeon for add'l info. The surgeon would not release any info nor return the explanted devices without a signed authorization from the pt. After two attempts to contact the pt requesting that they sign an authorization form, the pt refused saying that they did not want anyone talking to dr.